Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 41-year-old female patient who had essure inserted. The patient had a medical history of obesity class I. Concurrent conditions were listed as pelvic pain female, fibroids and abnormal uterine bleeding. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy (uterus 693 gm) with left salpingo-oophorectomy and right salpingect). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33 kg/sqm. [Ultrasound pelvis] on (B)(6)2021: impression: multiple myoma are noted. The largest myoma is pedunculated and measure 8.0cm involving the left uterine fundus. A 1.5 cm myoma is noted involving the posterior subserosal aspect the uterus. Essure device are noted bilaterally, hsg may help in further evaluation of left essure due to large pedunculated myomata involving left uterine fundus. Pelvic transvaginal: the uterus to be normal position and in the midline. The uterus measures 5.8 cm maximum fundal diameter and is 8.7 cm in length. The endometrial cavity measures 6mm. No uterine mass is seen. The right ovary measures 4.3 cm. Diameter and the left ovary measures 2.9cm diameter. No adnexal mass or ovarian mass is seen. Multiple myomata are noted. The largest myoma is pedunculated and measures 8.0 cm involving the left uterine fundus. A 1.5 cm myoma is noted involving the posterior subserosal aspect of the uterus. Bladder : bladder is normal in appearance. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 41-year-old female patient who had essure inserted. The patient had a medical history of obesity class I. Concurrent conditions were listed as pelvic pain female, fibroids and abnormal uterine bleeding. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy (uterus 693 gm) with left salpingo-oophorectomy and right salpingect). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33 kg/sqm. [Ultrasound pelvis] on (B)(6) 2021: impression: multiple myoma are noted. The largest myoma is pedunculated and measure 8.0cm involving the left uterine fundus. A 1.5 cm myoma is noted involving the posterior subserosal aspect the uterus. Essure devices are noted bilaterally, hsg may help in further evaluation of left essure due to large pedunculated. Myomata involving left uterine fundus. Pelvic transvaginal: the uterus to be normal position and in the midline. The uterus measures 5.8 cm maximum fundal diameter and is 8.7 cm in length. The endometrial cavity measures 6mm. No uterine mass is seen. The right ovary measures 4.3 cm. Diameter and the left ovary measures 2.9cm diameter. No adnexal mass or ovarian mass is seen. Multiple myomata are noted. The largest myoma is pedunculated and measures 8.0 cm involving the left uterine fundus. A 1.5 cm myoma is noted involving the posterior subserosal aspect of the uterus. Bladder: bladder is normal in appearance. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.